Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 70 mg/dl. Reportedly, customer initiated boluses incorrectly. Reportedly, the customers bg level was monitored at the emergency room (ER) only to ensure that low bg resolved. Customer was released from the ER the same day with no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.